Event description:
This rv lead was implanted on (B)(6)1996 and was explanted on (B)(6)2013 due to elevated threshold. The physician was dr.(B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).